Manufacturer narrative:
We have not received the complaint devices for evaluation since the device has been discarded by the user facility. Without the returned device, we remain inconclusive on the exact nature of the malfunction and its root cause. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. There was no harm to the patient as the result of this incident.

Event description:
White tap line kept deflating slowly when inflated during the case. Kept slipping out of the artery. There was no harm to the patient as the result of this incident.